Event description:
It was reported that customer experienced low blood glucose level. Customer¿s blood glucose level was 2.8 mmol/l at the time of incident and treated with glucagon. Customer was assisted with troubleshooting for low blood glucose level. No further patient complication were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.